Event description:
The pt reportedly had ongoing device issues with open electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant. The surgeon reported that he removed bony growth during explant surgery.